Event description:
This unsolicited device case from united states was received on 13-jul -2016 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency he could barely walk, after 1 day had to return to remove 40 ml of fluid from the knee and pain. The patient received synvisc one injection in the past in the right knee and had a tremendous response stating he walked out of the office feeling better (then received an injection in the left knee). Also, 6 months later the patient received an injection in each knee. Relevant concomitant medication included hydralazine for blood pressure. The patient had no known allergy or other medical problems. On (B)(6) 2016, at 10:11 am, 6 months later than the last injection, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 5rse052 and expiration date: nov-2018) in the right knee for arthritis/knee pain. On an unknown date in 2016, after unknown latency, the patient could barely walk after the injection. On (B)(6) 2016, after 1 day of receiving treatment with synvisc one, the patient had to return to remove 40 ml of fluid from the knee. It was reported that cortisone was injected to the patient when the fluid was removed. Also reported, the pain brought a grown man to tears. Further reported, 2 days later the patient was walking fine. On (B)(6) 2016, the consulted a health care professional. Also reported, the patient would never have the injection again and questioned the amount of times it could be given. The patient asked if he had any recourse or if he could get a reimbursement. The patient was referred to health care professional (hcp). Also reported, the patient taking the synvisc one injections after knee surgery for pain and arthritis. Corrective treatment: unknown for he could barely walk, remove 40 ml of fluid, cortisone for had to return to remove 40 ml of fluid from the knee and cortisone for pain. Outcome: recovered/resolved for all the events. A pharmaceutical technical complaint was initiated with ptc number: (B)(4). The production and quality control documentation for lot # 5rse052, with expiration date (11/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse052, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 16-sep-16, this was the only complaint reported for lot # 5rse052. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for had to return to remove 40 ml of fluid from the knee additional information was received on 19-jul-2016. The linking of the event of pain was updated from "pain" to "right knee pain" and the event of he could barely walk was considered non-serious. The global ptc number with ptc results were added. Text amended accordingly additional information was received on 09-sep-2016 from a patient. Concomitant medication and medical history were added. Start date, stop date, dose, batch/lot number and expiry date of suspect product were added. Event start date for the events of had to return to remove 40 ml of fluid from the knee and pain was updated from 2016 to (B)(6) 2016 and outcome for the same events was updated from unknown to recovered on an unknown date. Clinical course updated. Text was amended accordingly. Additional information was received on 16-sep-2016. Global ptc results received with batch lot number. Clinical course updated. Text amended accordingly.

Event description:
This unsolicited device case from united states was received on 13-jul -2016 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one and later after unknown latency he could barely walk, after 1 day had to return to remove 40 ml of fluid from the knee and pain. The patient received synvisc one injection in the past in the right knee and had a tremendous response stating he walked out of the office feeling better (then received an injection in the left knee). Also, 6 months later the patient received an injection in each knee. Relevant concomitant medication included hydralazine for blood pressure. The patient had no known allergy or other medical problems. On (B)(6) 2016, at 10:11 am, 6 months later than the last injection, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: (B)(4) and expiration date: nov-2018) in the right knee for arthritis/knee pain. On an unknown date in 2016, after unknown latency, the patient could barely walk after the injection. On (B)(6) 2016, after 1 day of receiving treatment with synvisc one, the patient had to return to remove 40 ml of fluid from the knee. It was reported that cortisone was injected to the patient when the fluid was removed. Also reported, the pain brought a grown man to tears. Further reported, 2 days later the patient was walking fine. On (B)(6) 2016, the consulted a health care professional. Also reported, the patient would never have the injection again and questioned the amount of times it could be given. The patient asked if he had any recourse or if he could get a reimbursement. The patient was referred to health care professional (hcp). Also reported, the patient taking the synvisc one injections after knee surgery for pain and arthritis. Corrective treatment: unknown for he could barely walk, remove 40 ml of fluid, cortisone for had to return to remove 40 ml of fluid from the knee and cortisone for pain outcome: recovered/resolved for all the events. A pharmaceutical technical complaint was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for had to return to remove 40 ml of fluid from the knee additional information was received on 19-jul-2016. The linking of the event of pain was updated from "pain" to "right knee pain" and the event of he could barely walk was considered non-serious. The global ptc number with ptc results were added. Text amended accordingly, additional information was received on 09-sep-2016 from a patient. Concomitant medication and medical history were added. Start date, stop date, dose, batch/lot number and expiry date of suspect product were added. Event start date for the events of had to return to remove 40 ml of fluid from the knee and pain was updated from 2016 and outcome for the same events was updated from unknown to recovered on an unknown date. Clinical course updated. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 13-jul -2016 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency experienced he could barely walk, had to return to remove 40 ml of fluid from the knee and pain. The patient received synvisc one injection in the past in the right knee and had a tremendous response stating he walked out of the office feeling better (then received an injection in the left knee). Also, 6 months later the patient received an injection in each knee. No concurrent conditions, medical history or concomitant medications were reported. On an unknown date in 2016 (around (B)(6) 2016), 6 months later than the last injection, the patient received treatment with intra-articular synvisc one injection, once, (batch/lot number and expiration date: not provided) in the right knee for arthritis/ knee pain. On an unknown date in 2016, after unknown latency, could barely walk after the injection and had to return to remove 40 ml of fluid from the knee. It was reported that cortisone was injected to the patient when the fluid was removed. Also reported, the pain brought a grown man to tears. Further reported, 2 days later the patient was walking fine. Also reported, the patient would never have the injection again and questioned the amount of times it could be given. The patient asked if he had any recourse or if he could get a reimbursement. The patient was referred to health care professional (hcp). Also reported, the patient taking the synvisc one injections after knee surgery for pain and arthritis. Corrective treatment: cortisone for he could barely walk, remove 40 ml of fluid, cortisone for had to return to remove 40 ml of fluid from the knee and not reported for pain. Outcome: recovered/resolved for he could barely walk and unknown for rest of the events. A pharmaceutical technical complaint was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for had to return to remove 40 ml of fluid from the knee. Additional information was received on 19-jul-2016. The linking of the event of pain was updated from "pain" to "right knee pain" and the event of he could barely walk was considered non-serious. The global ptc number with ptc results were added. Text amended accordingly

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency experienced he could barely walk, had to return to remove 40 ml of fluid from the knee and pain. The patient received synvisc one injection in the past in the right knee and had a tremendous response stating he walked out of the office feeling better. Also, 6 months later the patient received an injection in each knee. No concurrent conditions, medical history or concomitant medications were reported. On an unknown date in 2016 (around (B)(6) 2016), 6 months later than the last injection, the patient received treatment with intra-articular synvisc one injection, once, (batch/lot number and expiration date: not provided) in the right knee for arthritis/knee pain. On an unknown date in 2016, after unknown latency, could barely walk after the injection and had to return to remove 40 ml of fluid from the knee. It was reported that cortisone was injected to the patient when the fluid was removed. Also reported, the pain brought a grown man to tears. Further reported, 2 days later the patient was walking fine. Also reported, the patient would never have the injection again and questioned the amount of times it could be given. The patient asked if he had any recourse or if he could get a reimbursement. The patient was referred to health care professional (hcp). Also reported, the patient taking the synvisc one injections after knee surgery for pain and arthritis. Corrective treatment: cortisone for he could barely walk, remove 40 ml of fluid, cortisone for had to return to remove 40 ml of fluid from the knee and not reported for pain outcome: recovered/resolved for he could barely walk and unknown for rest of the events a pharmaceutical technical complaint was initiated and results were pending for the same seriousness criteria: required intervention for he could barely walk and had to return to remove 40 ml of fluid from the knee